Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) due to the front response button trace was torn at the pcb end. The root cause of the torn trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.